Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Additionally, customer states error message occurred after data acquisition (da) pcba to motor controller (mc) pcba cable was replaced. They also report that if the da to mc cable is disconnected from the mc board that the unit will not enter diagnostics mode and reboots. The customer reported there was no patient involvement.

Manufacturer narrative:
Motor controller (mc) pcb was returned to failure investigator (fi) lab for evaluation. Visual inspection of the motor controller (mc) pcb revealed no evidence of damage or contamination. The motor controller (mc) pcb was installed in the fi test ventilator. Operational test was performed and the ventilator did not power up from ac or deliver breaths, however, the unit displayed ¿machine and proximal pressure sensor failed.¿ fi technician reviewed the event log and found multiple error codes. Fi technician found a shorted serial peripheral interface (spi) bus line on the mc board. This was caused by a failure of the line driver u28 (pin 9). Fi technician replaced the u28. The mc pcb was reinstalled in the fi test ventilator and retested without errors generated. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to a failure of the u28 (pin 9) on the mc board.

Manufacturer narrative:
During preventative maintenance servicing, field service engineer (fse) discovered the unit had multiple error messages. The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the some of the reported error code messages. Error code message of machine and proximal pressure sensors failed remained. Reference pr# (B)(4) for continuation. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Customer returned the previously replaced gas delivery system (gds) as preventative maintenance. Failure investigation (fi) lab tested the returned gds and found no failures. No other parts were returned to failure investigation. The root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.